Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm. Customer also reported a keypad anomaly. The customer stated the insulin pump was scrolling when attempting to bolus. The customer also reported the buttons on the insulin pump were intermittently functional. Troubleshooting found the insulin pump passed a self-test. Customer's blood glucose was 108 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.